Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v621113, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient states her epilepsy hcp (healthcare provider) would like to do MRI of the brain. The patient states MRI was not related to neurostimulator therapy. Her first seizure was in 2011 after neurostimulator implant. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.